Event description:
Return reason : air leak through molded manifold. Analysis determined : investigation found a 1.00mm tubing rupture 1.00mm below bottom of distal hub. Uneven hub fusion was observed but should not cause product failure. Unit guidewires acceptable with no occlusion found. Tubing dimensions are acceptable and within specifications in the incoming lot and this unit. No other returns of this type were received from this tubing lot. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. The claim does not state the flow rate or injection pressure. The maximum flow rate and injection pressure for 5fr 90cm pur is 650psi at 10cc/sec. Injection and/or flow rates should not be higher than the recommended rate. Corrective action taken : the corrective action is that both the frequency and severity of this type of incident will be closely monitored to determined if further remedial action is necessary.